Manufacturer narrative:
(B)(6) emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
On 23-sep-2020, a spontaneous report from (B)(6) was received from a nurse regarding a (B)(6)-year-old female who was prepped with chloraprep with tint hi-lite orange 26 ml (chlorhexidine gluconate, isopropyl alcohol). On (B)(6) 2020, the patient was prepped with chloraprep with tint hi-lite orange 26 ml with 1 applicator applied topically to the abdomen for infection prophylaxis prior to laparoscopic assisted vaginal hysterectomy. The patient underwent general anesthesia for the procedure, with local anesthesia at the laparoscopic port sites. No hair was removed, and no additional topical preparations were used prior to the procedure. Cloth surgical drapes were used, but it was unknown how long chloraprep was allowed to dry before drape application. Opsite visible was used as post-operative dressing. On (B)(6) 2020, upon discharge home from the hospital on pod 3 (presumed post-operative day 3, relative to (B)(6) 2020) and after being prepped with chloraprep, the patient began noticing a pinpoint red rash to her abdomen, isolated to from mid side to mid side, breast line to upper thigh, but denied itching. The patient phoned the surgeon's office, and was told that it should resolve with time and if symptoms worsened to follow up again. The pinpoint red rash resolved in a few days without intervention. The nurse felt the event was possibly/probably related to the product, as it was related to the area affected. No additional information was provided.